Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 575 mg/dl. Customer changed supplies to address elevated bg, and resumed insulin delivery successfully.